Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the functional-fall off test. The cause was out of tolerance component in ECG d. V1, a transient voltage suppressor, was out of tolerance, preventing the electrode belt from passing the fall-off test. The root cause for the out of tolerance component was unable to be positively determined. No adverse event resulted from the out of tolerance component. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a fall-off test. The last pt to use this electrode belt did not report any deficiencies.